Event description:
Device leaks after 3 days. The leak is at the seal at bottom of bag where bag is drained. Rptr feels they are defective. Six bags were involved. Rptr also was informed by hosp that other pts have had problems too. MFR was notified and rptr was asked to send bag to them but the bag had been altered by rptr so MFR was unable to do anything. Rptr is concerned that MFR is not going to do anything to remedy problem.